Event description:
The customer contacted stryker to report that their device would not power on under ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The power module pcba and system pcba were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed power module pcb assembly and determined the cause of the reported issue was due to an electrically shorted transistor on the power module eos.

Event description:
The customer contacted stryker to report that their device would not power on under ac or dc power. There was no patient use associated with the reported event.